Event description:
Customer reported an issue with the pump's time settings being incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring the situation, recommending a follow-up if discrepancies occurred again, which the customer understood and acknowledged.